Manufacturer narrative:
Investigation evaluation: one of the products said to be involved was returned in a clear plastic bag. A lot number was not provided with the return. The preloaded wire guide was not included in the return. Our laboratory evaluation of the product said to be involved confirmed the report. A functional test was performed on the returned device. A cook dilation syringe (ds-60cc-s) was filled with water and attached to the balloon inflation port. The syringe was placed into an inflation handle, and negative pressure was applied to the balloon. After applying negative pressure, the balloon was attempted to be inflated. The balloon would not fully inflate or hold pressure and leakage was observed from three pinholes in the middle to proximal area of the balloon material. A kink was also observed in the in the silver printed area of the catheter. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the returned device confirmed balloon leakage due to pinholes. In the report it states that the balloon was used in the biliary system to dilate the bile duct. This is outside of the stated intended use and the most likely cause of the report. The IFU states, "this device is used to dilate strictures of the gastrointestinal tract, including strictures of the esophagus, pylorus, duodenum, and colon." In the report it also states that negative pressure and lubrication were not applied to the balloon prior to advancing down the endoscope accessory channel. Negative pressure and applying lubrication will aid in balloon preservation and optimize balloon performance. The instructions for use direct the user "to facilitate passage through the endoscope, apply negative pressure to the device." In addition, the user is further instructed to "apply a lubricating agent to the balloon to facilitate passage through the endoscope accessory channel" and to "maintain balloon deflation with negative pressure and introduce into endoscope accessory channel, advancing in short increments until balloon is completely visualized endoscopically." The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic advancement. Prior to distribution, all hercules 3 stage wire guided balloons esophageal-pyloric-colonic are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments: based on the information provided that the balloon was used in the biliary system to dilate the bile duct, and that negative pressure and lubrication were not applied to the balloon prior to advancing down the endoscope accessory channel, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During an endoscopic retrograde cholangiopancreatography, the physician used two cook hercules 3 stage wireguided balloon esophageal-pyloric-colonic devices. It was reported [that] the dilatation balloon was introduced into the duodenoscope, inflated upstream of the bile duct to test it, and the balloon burst during inflation. This first balloon was removed and discarded. A second balloon was then used, with the same reference and batch number. It was introduced into the duodenoscope and into the bile duct. Inflation was carried out this time in the bile duct, but the balloon also exploded during inflation. The contrast product diffused submucosally around the papilla. The dilatation procedure was stopped and a metal prosthesis was inserted. Inflations were performed with the inflation device in compliance with the pressures recommended in the balloon leaflet. The patient had a metallic biliary prosthesis which had migrated intra-cholecysocial, and which was close to the second balloon when it was inflated. The patient developed post-ercp pancreatitis and was monitored in continuing care. His vital prognosis is not in jeopardy.